Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4087 lead, implanted: (B)(6) 2007, 4518 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began hiking and experienced fatigue due to exit block; additionally the right ventricular lead was oversensing t waves during patient exertion when running flights of stairs. The lead was reprogrammed and the patient repeated exercise tolerance testing (ett) - where there was no oversensing - but with greater exertion running the stairs, the oversensing persisted. The lead was reprogrammed again to no resolve. The patient will continue exercise and there will be a re-evaluation in a few weeks. The lead remains in use. No further patient complications have been reported as a result of this event.